Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of returned device found that it met design specifications.this report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent procedure to remove a retrograde nail on (B)(6) 2011. During the procedure, unsuccessful attempts to use the nail extraction tap were made. An alternate instrument was used to complete the procedure, but only after a delay of more than half an hour had occurred.